Event description:
Info received indicates the bed will not go into the trendelenburg or reverse trendelenburg positions.

Manufacturer narrative:
The tech found a bolt missing and was stuck in the trend mechanism. The tech replaced the bolt to repair the bed.